Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused a secondary infusion of vancomycin. The pump alarmed that it was complete but there was about 30ml of vancomycin remaining in the bag. This was running with normal 112¿ tubing and secondary tubing through a mediport. There was no report of patient injury or medical intervention associated with this event. No additional information is available.